Event description:
The healthcare professional reported that the patient with an aneurysm in the posterior communicating artery with the target location at the c7 segment, with proximal vessel of the aneurysm in the c6 segment showing mild stenosis underwent a procedure on 20-dec-2025. During the procedure, the 4mm x 23mm enterprise 2 stent (encr402312 / 9700770) was delivered to the target site and its release was initiated when it was found that the stent did not fully open or expand as intended. The physician removed the stent and the concomitant microcatheter (unspecified brand) from the patient and decided not to use stent implantation. The procedure was reportedly completed with a delay of about 20 minutes. There was no report of any negative impact on the patient. On 29-dec-2025, additional information was received. The information indicated that the procedure was an endovascular embolization procedure targeting an unruptured aneurysm; information about the aneurysm size and characteristics were not obtainable. There were no vessel factors that may have contributed to the reported incomplete expansion. There was no evidence of obstructed blood flow. The temperature indicator label on the inner pouch had been checked and found to be within acceptable criteria. There was no damage noted on the stent / stent delivery wire when the stent was removed; it was also still on the delivery wire. The procedure was completed using coils to fill the aneurysm; the physician ¿gave up implantation of the stent¿ and completed the surgery. The information confirmed no negative patient impact, and the reported 20-minute delay was not considered to be clinically significant.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4) information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone is not available / reported. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 9700770. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No:(B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 12-jan-2026. A supplemental 3500a report will be submitted once the product investigation has been completed. Updated sections: b.4, d.9, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 4mm x 23mm enterprise 2 stent was received contained in the decontamination pouch. Visual inspection was performed. No appearance of damage was observed. All components were received in good condition. Further inspection was performed under a microscope, the delivery wire was inspected along its entire length, and no damages were found. The stent was found still inside the introducer. The functional test was performed. A lab sample prowler select plus was flushed using a lab sample syringe. After flushing, the returned device was introduced into the lab sample prowler select plus, and it advanced. The stent came out from the distal tip of the microcatheter, and it was observed to be in good condition, with no structural damage (i.e., no broken struts, no kinks). The issue reported in the complaint regarding the stent marker bands converging was not confirmed since the stent was noted as already expanding on both ends and no damages were found during the inspection. It is possible that the marker bands may have converged together but apposed to the vessel wall during the procedure. Although no product defect was identified, there may have been other factors that contributed to the failure encountered during the procedure that could not be replicated in the laboratory setting. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 9700770. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure could be caused by multiple factors. The instruction for use (IFU) does contain the following recommendations: maintain adequate stent length (approximately 5 mm) on each side of the aneurysm neck to ensure appropriate neck coverage. Position the stent for deployment by aligning the stent positioning marker of the delivery wire with the target site. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: b.4, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.